Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been determined to be patient anatomy related according to the surgeon. The surgeon reportedly believes the bleeding occurred due it being difficult to identify the blood vessels around the portal vein due to excess adipose tissue. The surgeon said the vessel was ¿bitten¿ by the vessel sealer extend (vse) instrument when performing tissue detachment. There is no allegation that a malfunction of the da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A review of the site¿s complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A review of the system logs for the event date of 24-may-2021 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastrostomy procedure, the patient experienced bleeding when the surgeon was using the vessel sealer extend (vse) instrument to perform tissue detachment from around the portal vein. The procedure was converted to laparotomy to control the bleeding follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported during a da vinci-assisted gastrostomy procedure, the patient experienced bleeding when the surgeon was using the vessel sealer extend (vse) instrument to perform tissue detachment from around the portal vein. The procedure was converted to laparotomy to control the bleeding. On 31-may-2021, intuitive surgical, inc. (Isi) obtained the following additional information from an isi clinical sales representative (csr), who communicated with the surgeon, regarding the reported event: it was difficult to identify the blood vessels around the portal vein due to excess fat. The blood vessel was ¿bitten¿ by the vse, and bleeding was induced. Bleeding was controlled by compressing with gauze; however, bleeding reoccurred when the surgeon removed the gauze. Therefore, the procedure was converted to laparotomy. There was no malfunction of the isi system, and instruments were working. The estimated blood loss was reported to be 500ml. The source of bleeding was from the vessels around the portal vein. It was confirmed there was no allegation that a da vinci procedure caused or contributed to the bleeding. Although the site was prepared with blood for transfusion, it is unknown if a blood transfusion was rendered to the patient. There were no postoperative complications. Although it was converted to laparotomy, the surgeon completed the procedure as planned. Due to patient privacy, the site will not provide patient demographics or video recordings.